Manufacturer narrative:
Additional information provided: customer reported "iop did not decrease, shunt explanted and another one implanted". The sample was returned for investigation: the shunt has multiple dirt residues and damages over its body and disk. The shunt lumen was found clogged. After the cleaning the shunt lumen was found open. There is no indication for manufacturing related factors that could cause the blockage. The device history record (DHR) was reviewed. No abnormalities were found, and the batch was released according to approved release criteria. All products pass 100% final inspection at the manufacturing site prior to approval. If a defect would be noticed, the product would have been rejected. No other complaints for the lot. The root cause is inconclusive - unable to verify. The blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided reports the surgeon believes the device was 'occluded'. The surgery was changed to a trabeculectomy.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a glaucoma filtration device, the patient's intraocular pressure (iop) did not decrease. Approximately two weeks following implant, the device was exchanged. Following the exchange, the patient's iop decreased as expected. Additional information was requested.